Event description:
It was reported the pt had a revision procedure on their ipp device on (B)(6) 2011, as the reservoir was "pressing on ileac vein." The reservoir was removed, and the system was deactivated/ plugged using a deactivation package. The reservoir was discarded by the hospital. The physician's office was "not aware of any (patient) concerns since the surgery."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.